Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 28 mg/dl at the time of incident. The customer's blood glucose was around 60 mg/dl at the time of hospitalization. The customer stated that they were given IV during hospitalization and they treated the low blood glucose with food. The customer stated that they were wearing the insulin pump during hospitalization. The customer also had a car accident due to low blood glucose. The insulin pump will not be returned for analysis.